Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they were at a wedding and water somehow got onto the insulin pump. Customer's blood glucose level was 227 mg/dl. Customer is also having keypad anomaly as a result of the water on the insulin pump. Troubleshooting for moisture damage and keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the insulin pump would be replaced and agreed to return the device for further testing.

Manufacturer narrative:
The insulin pump was received with corroded keypad traces and with corroded lcd board. No unresponsive buttons noted and all of the buttons function properly. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and cracked belt clip slot.